Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely the following led to the malfunction: the defective event was caused by stress of repeated use, external factors, or handling of the device. The event can be prevented by following the instructions for use which state: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to a pinhole on bending section cover, water tightness was lost. In addition to evaluation in b5, the adhesive on bending section cover had a chip. The connecting tube had a wrinkle. The control unit was sticky due to water leakage. Due to wear of angle wire, bending angle in up direction did not meet the standard value. An abnormal sound was made due to damage to the angulation lever. The switch button 1 had wear. The connecting tube had a dent. The universal cord had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, the evis lucera bronchovideoscope had a water leak. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the connecting tube coating was peeling.